Event description:
Per the clinic, the patient experienced an infection on the surgical wound (specific date not reported) and subsequently was treated with oral antibiotics twice a day (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 20, 2022.